Manufacturer narrative:
Concomitant medical products: product ID: 978b128 lot# va2csqn, implanted: (B)(6) 2021. Explanted: product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 10-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patients symptoms re-occurred. It was noted that there was also a slight dislocation of the lead towards ventral area. Reprogramming and increasing the amplitude led to a positive therapy effect again.